Event description:
The customer reported intermittent communication failed error messages, requiring a reboot to restore functionality. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.